Event description:
Device malfunction: device breakage, partial stent deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that while deploying the xceed stent in the superficial femoral artery, via a contralateral approach, the sheath would not completely retract and the sent only partially deployed. It was noticed that the sheath was separated down to wire mesh at the handle connection, preventing full unsheathing and stent deployment. The stent, stent delivery sys, and introducer sheath were removed from the body as a single unit without difficulty. Another introducer sheath was inserted and the procedure was completed using a non-abbott stent. There was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
Off label use in peripheral vasculature. The device is expected to be returned for eval. It has not yet been rec'd.